Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "implant was damaged". Later healthcare professional reported "multiple folds", "lymph nodes with typical cortex differentiation and a short-axis diameter up to 5 mm in the left axilla", "medially, irregular indentations in the implant are visible" and "suspected implant ruptured and subcapsular seroma". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g2, h4, h6.

Event description:
Patient reported "implant was damaged". Later healthcare professional reported "multiple folds", "lymph nodes with typical cortex differentiation and a short-axis diameter up to 5 mm in the left axilla", "medially, irregular indentations in the implant are visible" and "suspected implant ruptured and subcapsular seroma". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant was damaged". Later healthcare professional reported "multiple folds", "lymph nodes with typical cortex differentiation and a short-axis diameter up to 5 mm in the left axilla", "medially, irregular indentations in the implant are visible" and "suspected implant ruptured and subcapsular seroma". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.